Event description:
Drive devilbiss healthcare was notified by a distributor of an incident involving an electric wheelchair that reportedly caught on fire and was extinguished by nursing home personnel. The fire department responded to the scene, and did not report any illness, injury, medical treatment or property damage associated with the fire. The wheelchair was discarded by the distributor, so drive was unable to inspect or evaluate it. Drive did not identify any similar historical complaints.